Event description:
Surgery to replace ruptured breast implant right breast implant had ruptured inside patient. It was originally placed in patient in (B)(6) 2012. It was removed and replaced with a new implant. Unfortunately, we had a travel circulator in the room and the ruptured implant was thrown away.